Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure was likely caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. Scratches were found throughout the device, there were wrinkles in the insertion tube and the adhesive on the lighting lens was peeling off. The action of the angle was heavy, roughness was observed during angle operation and the bending angle was insufficient due to the elongation of the angle wire. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
An olympus representative reported to olympus, when using the tracheal intubation fiberscope, the light source immediately goes out when turned on. During the inspection and testing of the returned device, the coating on the insertion tube was coming off. There were no reports of patient harm associated with this event. This medical device report (MDR) will be submitted to capture the reportable malfunction found during device evaluation.